Manufacturer narrative:
(B)(4). Device evaluation: the report that the sheath tip "crumbled back" during insertion was confirmed. One peel-away sheath / dilator was returned. The sample showed evidence of use. Visual examination found that the peel-away sheath tip was damaged but the dilator tip was not damaged. Microscopic examination revealed that one side of the sheath tip was pushed back / flared and had white stress marks. The sheath body measured 2.75" in length which meets specification per sheath graphic (length: 2.625 -2.875"). The specified .077/.078" sheath tip inside diameter (ID) could not be accurately measured due to the tip damage. The diameter of the sheath body measured .101 inches which meets the .096 - .102" requirement of the sheath extrusion graphic. The dilator measured 3.875" in length which meets specification per dilator graphic(length: 3.875 +/- .125"). The diameter of the dilator body measured .076 inches which meets the .074 - .078" requirement of the dilator extrusion graphic. The dilator protruded through the catheter .787" which meets the .875 +/- .250" requirement of the sheath/dilator assembly drawing. The instruction booklet provides insertion techniques for the sheath/ dilator assembly. Other remarks: the IFU directs the user to pre-dilate if necessary. The customer reported that a little skin nick was done prior to insertion. A device history record review was performed on the sheath / dilator assembly and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined. Further investigation of this issue is being conducted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion the sheath tip "crumbled back". The sales rep was present when this occurred and she noted no abnormal force was used. There was no patient death or complications reported. Follow up information states the catheter was being placed into the right brachial vein of a (B)(6) caucasian male. A little skin nick was done prior to insertion. When the sheath tip crumbled another sheath was used to complete the procedure.